Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user got alert 41, redundant motor, during ilet setup. The alert occurred right after rewind and before even putting supplies into the ilet. They restarted 4 times with no supplies and as soon as the ilet came back on, the alert was in the bell again. There was no adverse event as a result of the reported issue.